Event description:
It was reported the end user developed redness and a fungal infection under the mass and tape collar of the skin barrier. The patient sought treatment from her surgeon and was issued a prescription for nystop. No further patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow up report will be submitted.